Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No the main arm cannot communicate with the motor arm and hal software error detected occurred during testing; however, both the main arm cannot communicate with the motor arm and hal software error detected are confirmed in the unit's history files due to software errors.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the main arm cannot communicate with the motor arm and hal software error detected. The customer¿s blood glucose was 114 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.